Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted to the hospital on (B)(6) 2014 for a gi bleed. His hemoglobin at that time was 4.6. The patient underwent an upper gi endoscopy which revealed gastric erosion and no active bleeding. The patient was treated with 4 units of packed red blood cells and carafate. His inr goal was 1.7-1.8. His hgb/hct was 8.3/25 at the time of discharge on (B)(6) 2014.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation, as it remains in use supporting the patient. No further issues have been reported. A root cause for the report of gi bleeding could not be determined through this evaluation. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.